Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating the device was experiencing a low power condition. It was reported that the device was being used during surgery but without patient or use injury. It is unknown if medical intervention occurred. There was no additional information provided.